Manufacturer narrative:
The reported event of exposed gaskets file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported exposed gaskets on the female iui connectors. There was no report of patient involvement.